Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the burr and the motor became stuck was confirmed. An assessment was performed on the device which found that the cutter was stuck inside the unit. It was further determined that the unit was power broken (functioning on safety mode) with damaged components in the locking subassembly (pawls and lock cylinder). It was determined that this condition was caused by opening of the locking subassembly while the unit was running. The assignable root cause of this condition was determined to be component damage caused by misuse, abuse, and possible user error. In addition there was a hole in the hose approximately 1/4 of an inch long. The damage was located near the muffler. The assignable root cause for this damage was determined to be due to a manufacturing error in the hose assembly. This issue has been captured in a CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery burr lock testing it was observed that the burr and the motor became stuck together. During in-house engineering evaluation it was found that the unit was power broken with damaged components in the locking subassembly, and there was a hole in the hose approximately 1/4 of an inch long. It was reported that the motor device was not holding the burrs during pre-surgery burr lock testing. The reporter stated that when he tested the devices to see if they were being loaded incorrectly the test burr and the locking mechanism appeared to jam up when the burr was inserted into the device. It was reported that the device would not spin and it would not release the test burr. The reporter stated that the test burr was right off the shelf in a sterile package with nothing notably wrong with the burr. There was no patient or user injury was reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.